Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was a battery compartment crack from the battery compartment threads down to the case seal. The battery cap was unable to fully tighten due to the battery compartment crack. Pump reboot events were observed in the pump's black box on the date of the complaint. There was visible moisture found on the battery cap and battery compartment. A leak test failed due to the battery compartment leak. Evidence of moisture was found internally on the battery canister and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and the battery cap was unable to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.